Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker was visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead. The patient was in stable condition throughout the procedure.